Event description:
Initial info received on (B)(6) 2009 from a consumer who is also a nurse. This (B)(6) female reported that on (B)(6) 2009, she took her granddaughter's amoxicillin 500 mg chewable tablet and went to her dentist on (B)(6) 2009 for a deep gum cleaning. That night ((B)(6) 2009), she took another does of the amoxicillin 500 mg and she flossed her teeth with colgate mint floss that she had received from her dentist. She had also received a colgate 360 toothbrush from the dentist that same day. Soon after taking the amoxicillin 500 mg and flossing her teeth, she began not feeling well. She started shaking, had tremors, rigor, was very cold, her heart was beating fast, her face became red, she was short of breath and she could not catch her breath. She did not know if she had used the toothbrush prior to her reaction. She took a (B)(4) (loratadine) (amount and dose unk) and albuterol spray (amount and dose unk) at home. She was not getting better, so she went to the hospital emergency room. At the emergency room, her blood pressure was 90/40, her oxygen saturation was 72 to 74 and her entire body was red. She was treated with (B)(4) (dexamethasone) 24 mg intravenous (IV), (B)(4) (famotidine) IV (dosage unk), 2 albuterol nebulizer treatments (dosage unk) consecutively, and (B)(4) (diphenhydramine) 50 mg IV. The electrocardiogram (EKG) was normal, and blood work was drawn (types of blood work and results unk). She was released to go home the same night ((B)(6) 2009) 3 hours after she arrived at the emergency room. She was still a little shaky and the redness to her body was almost gone when she left the emergency room. She was given prednisone (dosage and frequency unk) to take for a few days. At the time of this report, she felt fine and had improved completely. She had no medical f/u scheduled.

Manufacturer narrative:
Conclusions - device was requested, but not yet returned at the time of this report. This reaction was also reported under cross reference MFR report# 9613415-2009-00001 (B)(6)).